Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer miscalculated the amount of insulin needed to address an elevated bg level via bolus delivery. The customer reverted to manual injections for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.